Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to treat a mildly calcified lesion and tortuous cx lesion with an nc euphora balloon dilation catheter. The lesion was predilated. The device was removed from packaging, inspected and prepped with no issues noted. The device passed through a previously deployed stent, no resistance was noted while advancing the device to the lesion. The nc euphora was used to post-dilate a 3.20x38mm des stent that had been placed in the cx artery. A 50/50 concentration of contrast/ saline was used. The balloon was inserted on the proximal end of the stent and inflation was attempted at 20 atm. It was initially suspected that the balloon may have ruptured as it began to lose atms, but there was no blood in the lumen when the balloon was deflated, so the physician suspected that the attachment at the proximal hub may have been loose. The physician tightened the connection to the inflation device and reinflated to 20 atms. The balloon fully dilated and did not lose pressure. When they pulled negative to deflate the balloon, the deflation appeared to be very slow. The device was moved/repositioned prior to the deflation difficulties. The cardiologist disconnected the inflation device and pulled negative with a syringe, but the deflation continued to be very slow. They waited 3-4 minutes and were able to remove the balloon but it did not completely deflate. No intervention was required to remove the device from the patient. The device passed through a previously-deployed stent. No patient injury. The same inflation device was successfully used with other devices pre and post the inflation difficulties. The physician requested feedback on this issue as soon as possible.

Manufacturer narrative:
Additional information received: the cx vessel was moderately tortuous. No difficulties were noted when removing the protective sheath / packaging stylette from the device. Negative prep was performed with no issues noted. Evaluation summary: there were minor kinks on the hypotube distal to the strain relief. The balloon was returned partially inflated. There was no stretching/necking visible to the balloon bond, inflation lumen and transition shaft. It was not possible to deflate the balloon. There was residue present in the inflation lumen. A vacuum was applied to the device; however the balloon could not be deflated. The distal shaft was cut away immediately distal to the guidewire entry port. The balloon was inflated to 20atms (rated burst pressure) in a time of 5.81 seconds and deflated from rbp in a time of 5.90 seconds. A 0.014 inch patency mandrel was loaded into the hypotube and advanced distally with no blockage detected. Visual inspection confirmed there was no blockage in the lumen. The support wire was removed and a 0.014 inch mandrel was advanced along the hypotube with no blockage detected. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.